Event description:
It was reported that this right ventricular lead exhibited pace impedance of less than 200 ohms. The capture threshold was also high. The patient was scheduled for lead revision, and upon opening the device pocket, it was observed that the lead insulation was absent in several locations along the lead body. The lead was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. The lead was returned in three segments with some portions missing and the midbody segment was insulation only. Testing was completed to assess lead electrical performance on the returned segments and measurements were within normal limits. Insulation damage was observed, however, located at the distal end of the midbody segment and was consistent with clavicle/first rib crush.

Event description:
It was reported that this right ventricular lead exhibited pace impedance of less than 200 ohms. The capture threshold was also high. The patient was scheduled for lead revision, and upon opening the device pocket, it was observed that the lead insulation was absent in several locations along the lead body. The lead was successfully replaced and returned for analysis. No additional adverse patient effects were reported.